Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were five rows of stent struts on the proximal end of the stent that were bent and lifted outward. The bumper tip of the device showed no signs of damage. There was blood on the proximal end of the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-apr-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via a left side artery. The 90% stenosed, 2.5x16mm, concentric target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. Following pre-dilatation with a 1.5mmx15mm maverick balloon catheter resulting to 85% residual stenosis, a 2.50x28mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 2.5x38mm promus element¿ drug-eluting stent after multiple dilatations. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.